Manufacturer narrative:
A review of all complaints associated with the creatinine assay, lot number 82313un16, and a review for complaint trends for the list number was performed. The review did not identify any trends associated with this issue. Additionally, labeling was reviewed and adequately addresses the issue under review. Based on this information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated a falsely elevated architect creatinine results of 2.25 and 2.20 mg/dl on a sample that tested beckman au480 creatinine method of 1.17 mg/dl. The sample was obtained after thombolysis treatment. The pre-treatment sample generated architect creatinine of 1.33 mg/dl and beckman enzymatic method of 1.39 mg/dl. No specific patient information was provided. No impact to patient management was reported.